Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian cyst ("ovarian cyst"), pelvic pain ("chronic pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("genital bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, 4 years 4 months after insertion and 1 day after removal of essure, the patient experienced ovarian cyst (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("excessive and abnormal bleeding during menstruation"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and allergy to metals ("severe allergy to nickel"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left ovarian cystectomy) and surgery (underwent bilateral salpingectomy). Essure was removed on 18-nov-2015. At the time of the report, the ovarian cyst, pelvic pain, uterine haemorrhage, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea, dyspareunia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results: (B)(6) 2011, hysterosalpingogram (hsg). Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Reporter and patient demographics were added. Laboratory data were added. Events abnormal uterine bleeding, dysmenorrhea, dyspareunia, abdominal pain,genital bleeding and ovarian cyst added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and allergy to metals ("severe allergy to nickel"). The patient was treated with surgery (bilateral salpingectomy on or about (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia and allergy to metals outcome was unknown. The reporter considered allergy to metals, menorrhagia and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.